Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was disconnected mode. A technical support specialist (tss) removed the disconnected mode from the station and checked the error logs. The tss identified a one-minute delay in accessing the server due to a network connection issue, possibly caused by wi-fi. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist had troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es station was disconnected mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.